Event description:
It was reported that the biomed tech said the pump shut off on the pt when ac cord was removed from outlet. The pt was being transported. As a result, they switched out the pump with another unit and continued with the transport. There was no reported pt death or injury. There was a delay in intra-aortic balloon pump (iabp) therapy for the timeframe required to switch out the pump .there were no reported pt complications and the pt outcome is listed as "no harm to pt, the transport continued without further incident." Add'l info was received on (B)(4) 2012 per field service report: symptom - unit shut off when ac cord unplugged. Findings/action taken: on battery with full charge - 1 or 2 minute runtime. Charge circuit checks good. Replaced battery; broke negative terminal, ordered in new battery. On (B)(4) 2012, replaced battery, charging circuit checks good. Performed functional checks. Software level 2.24.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.